Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead exhibited undersensing. Atrial fibrillation (af) was noted. The lead remains in use. No further patient complications have been reported as a result of this event.